Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5083663)concomitant medical products: 7021 st jude lead, implanted: (B)(6) 2007; 507652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient had previously experienced significant heart damage from two previously recalled right ventricular (rv) leads. The spouse suggested that the previous leads may have fractured. In addition, the spouse stated that a device failure and cardiac arrest led to the implanting of the patient's current competitor crt-d device. No additional information could be obtained through follow-up attempts. No further patient complications have been reported as a result of this event.